Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed and attributed to a faulty autocal valve. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed a "runtime calibration failure-1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "vent error code 1402" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.